Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. The customer had stated that the blood was clotting in the tubing of the wingset, when they were conducting timed collections. Initial time, 1 hour later the blood was clotted in the tubing of the blood collection set. Bd explained that the wingsets are not intended for this type of blood collection process, and it was suggested to perform a separate venipuncture for each time point. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: based on troubleshooting with the customer, the most likely root cause for blood clotting in the tubing was the customer's use of the product. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection sets with pre-attached holders had issues with clogged needles. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.